Event description:
The caller alleged discrepant result when performed the repeated test. The test results are as follows: initial test: 1.2; repeated test: 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test results provided by end-user at time complaint was filed: the % cv is greater than 20%, the criterion is not met as per the internal procedure tr#0150 rev 2. Product will be investigated. Also the caller did not report the time for second repeated test. As per internal procedure, tr#0150 section 8.3.3, the time elapsed exceeds three hours, there is a high possibility that discrepancies are due to changes in the status of the pt.